Event description:
It was reported that during a tramm flap procedure, the surgeon was placing clips on vessels and the clips were forming; when removing the device after firing, it was catching on tissue and tearing the tissue. The surgeon used four devices with the same issue and then switched to a single ligation device to complete the procedure, the tearing of the tissue did create some add'l bleeding, but no measurable amount of blood and no intervention was required for the pt. Four sterile devices will be returned for evaluation; the scrub tech discarded the used devices. Pt is stable.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: devices a, b, c and d were received inside sterile packaging. The devices were visually and functionally evaluated and no anomalies were noted; the devices fed and formed the remaining clips within mfg requirements when tested. The instruments were fully functional and conforming to mfg requirements. No conclusion could be reached based on the analysis results as to what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the mfg process.